Manufacturer narrative:
Additional information in following fields- b4: date of this report, g3: date received by manufacturer, h6: evaluation codes. Corrected data in following fields - d2: common device name, g1: contact office. As the event date is unknown, the event is estimated to have occurred in (B)(6) of 2024. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient felt pain from the device. It was later reported that when the patient stopped treating, she felt stiff, extremely tired and could not move. The patient wore the device for 8 hours per day. The patient also stated that her ankles started bothering her and she could feel the screws in her ankle. The patient called her doctor but had not heard pack. It was later reported that the patient feels pain at night, and it is much better to treat during the day. No further information was provided.

Event description:
It was reported that the patient felt pain from the device. It was later reported that when the patient stopped treating, she felt stiff, extremely tired and could not move. The patient wore the device for 8 hours per day. The patient also stated that her ankles started bothering her and she could feel the screws in her ankle. The patient called her doctor but had not heard pack. It was later reported that the patient feels pain at night, and it is much better to treat during the day.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.